Event description:
Customer reported the insulin pump has been repeated errors. Customer states every time he pumps the device, it alarms external ram crc error and unexpected alarm occurred. Customer's blood glucose was unknown. Alarms did not occur during rewind or prime sequence. The device was not store for or not in use for an extended period of time. Alarms keep reoccurring during normal use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to cracked solder joint on the interface board. The insulin pump passed pump self test and displacement test and no unexpected a17 alarms noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.